Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue and poor image resolution appear to be due to the reported entrapment of device (clip caught in chordae). However, a cause for the entrapment of device cannot be determined. The reported tissue injury appears to be due to the clip being caught on chordae. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The foreign body in patient was due to the clip being deployed with the chordae. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed leaflet, and flail. A mitraclip xtw was inserted and advanced to the left ventricle (lv). However, while in the lv, the clip became caught in chordae. Troubleshooting was performed but was not successful. The anterior gripper could not be freed from the chordae. During troubleshooting, it was observed that the flail on the posterior side had worsened. Difficulties visualizing the anterior gripper occurred, and therefore it was not possible to visualize if the anterior gripper was operational due to being caught in chordae.) Although the clip remained in the chordae, it was able to grasp the posterior leaflet, and deploy the clip. The mr was not reduced, and the clip was unstable. To stabilize the clip, another mitraclip was implanted. The mr remained at a grade of 4. There was no clinically significant delay in the procedure.